Manufacturer narrative:
Per the clinic, the patient underwent repositioning surgery under general anaesthesia. This report is submitted on april 27, 2023.

Manufacturer narrative:
This report is submitted on march 30, 2023.

Event description:
Per the clinic, the patient experienced a migration of electrode array. The patient underwent revision surgery on (B)(6) 2023 to reposition the device. The implanted device remains.